Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle, the device experienced poor sleeve function causing leakage. This event occurred 4 times. The following information was provided by the initial reporter. The customer stated: in the morning of may 24th, when the client replaced the second tube for puncture with fbn, the sleeve can not recovered, resulting in blood leakage. According to the teacher's feedback, there were 4 corresponding problems frequently in the box of this batch number.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for sleeve leakage was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode sleeve leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends." .

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle, the device experienced poor sleeve function causing leakage. This event occurred 4 times. The following information was provided by the initial reporter. The customer stated: in the morning of may 24th, when the client replaced the second tube for puncture with fbn, the sleeve can not recovered, resulting in blood leakage. According to the teacher's feedback, there were 4 corresponding problems frequently in the box of this batch number.